Manufacturer narrative:
The best estimate date is between (B)(6) 2023. It is noted that symptoms persisted for 60 days. Section d6a: if implanted; give date: unknown/not provided. Provided as both (B)(6) 2023 and in the month of (B)(6). Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the right eye in (B)(6) 2023, the patient experienced distance vision issues; poor quality and shadows. There is no indication that the patient was unable to perform daily activities due to this issue. It is noted that symptoms persisted for 60 days. The lens was explanted on (B)(6) 2023 and another johnson and johnson iol was implanted as replacement (different model, dib00). There was no patient injury. An incision enlargement was required. No additional medical or surgical intervention was required. The patient status is temporarily impaired, however, it is noted that the patient was cleared for discharge. The device was discarded. No further information was provided.

Manufacturer narrative:
Additional information was received reporting that the patient's date of birth is (B)(6) 1961. No further information was provided. The following fields have been updated accordingly: section a2: date of birth: (B)(6) 1961. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.